Event description:
It was reported that the keep vein open (kvo) message sent the wrong dosage to the electronic health record (ehr). The messages that were sent to pumps are running a rate of 10 ml/hr but leaving the dose field value the same as the previous rate. For example, a heparin infusion that was 100 unit/ml concentration was running at 1,500 units/hr (15 ml/hr) and then the pump switches to kvo (10 ml/hr in the pumps). The message being sent over to our ehr, epic rate was 10 ml/hr and the dose was still 1,500 units/hr which is incorrect. Because of the issue, the nurses are filling the kvo rate lines of data into the chart which caused incorrect information to be charted and led to a handful of medication error upon starting the next bag, etc. Although requested, no additional information was provided.

Manufacturer narrative:
This device no longer considered a source. Please close/cancel this MDR.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified. Although requested, patient demographics not provided.

Event description:
It was reported that the keep vein open (kvo) message sent the wrong dosage to the electronic health record (ehr). The messages that were sent to pumps are running a rate of 10 ml/hr but leaving the dose field value the same as the previous rate. For example, a heparin infusion that was 100 unit/ml concentration was running at 1,500 units/hr (15 ml/hr) and then the pump switches to kvo (10 ml/hr in the pumps). The message being sent over to our ehr, epic rate was 10 ml/hr and the dose was still 1,500 units/hr which is incorrect. Because of the issue. The nurses are filling the kvo rate lines of data into the chart which caused incorrect information to be charted and led to a handful of medication error upon starting the next bag, etc. Although requested, no additional information was provided.